Event description:
It was reported that the user experienced a dexcom g7 pairing failure after a site change, resulting in loss of cgm data and the need to enter blood glucose manually; the user also accidentally dislodged the infusion set before work and remained disconnected until returning home. Symptoms included hyperglycemia with a reported peak of 367 mg/dl and elevated glucose for approximately 3 to 4 hours without severe clinical manifestations. Outcomes included self-management with subcutaneous insulin via pen, ketone testing per plan, no alerts for sustained readings above 300 mg/dl, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding pairing and bg entry workflows. Investigation of this case revealed a cgm pairing failure and loss of sensor connectivity, with disconnection from insulin delivery due to an accidental set removal contributing to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with sensor pairing and infusion set dislodgement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.